Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported device embolization, worsening of existing pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, it was noted the patient had a chronic pericardial effusion. 10,000 international units (iu) of heparin were administered. After a difficult transseptal puncture (tsp) was performed there was a significant increase in the existing pericardial effusion resulting in cardiac tamponade. The patient's blood pressure and heart rate dropped. Pericardiocentesis was performed and drained 1000ml of blood. 5000 iu of protamine were administered. The patient's activated clotting time (act) was 278sec. After the pericardial effusion had "almost set in," the procedure continued. A watchman access system (was) (m635ts70020 / 23241644) was positioned and the 24mm watchman laa closure device (m635ws24060 / 0022736246) was advanced and deployed. The closure device met criteria (position, tug test, seal and compression), so the device was released. Within a minute after release, the closure device embolized to the mitral valve. As the was had already been withdrawn to the right side of the heart, the physician had to perform the tsp again in an attempt to retrieve the device. The pericardial effusion increased again and the patient had to be reanimated for a short time. The patient's act was now 160sec and they were intubated. Another 5000 iu of protamine was administered and about 600ml of blood was withdrawn from the pericardium. They then wanted to transfer the patient to another facility for surgical explant of the closure device. During the transfer, the patient's condition declined and the patient ultimately passed away during the transport. The cause of death was due to pericardial tamponade and its associated complications.

Manufacturer narrative:
Age at time of event: 65-74. Device evaluated by MFR: the delivery system without the implant was received for analysis. The device was bloody. The tip, core wire, sheath and hub/valve were microscopically and visually inspected. Inspection revealed tip damage (tricuts flared, flattened, markerband flattened) and a kink in the sheath located 55 mm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported device embolization, worsening of existing pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, it was noted the patient had a chronic pericardial effusion. 10,000 international units (iu) of heparin were administered. After a difficult transseptal puncture (tsp) was performed there was a significant increase in the existing pericardial effusion resulting in cardiac tamponade. The patient's blood pressure and heart rate dropped. Pericardiocentesis was performed and drained 1000ml of blood. 5000 iu of protamine were administered. The patient's activated clotting time (act) was 278sec. After the pericardial effusion had "almost set in," the procedure continued. A watchman access system (was) (m635ts70020 / 23241644) was positioned and the 24mm watchman laa closure device (m635ws24060 / 0022736246) was advanced and deployed. The closure device met criteria (position, tug test, seal and compression), so the device was released. Within a minute after release, the closure device embolized to the mitral valve. As the was had already been withdrawn to the right side of the heart, the physician had to perform the tsp again in an attempt to retrieve the device. The pericardial effusion increased again and the patient had to be reanimated for a short time. The patient's act was now 160sec and they were intubated. Another 5000 iu of protamine was administered and about 600ml of blood was withdrawn from the pericardium. They then wanted to transfer the patient to another facility for surgical explant of the closure device. During the transfer, the patient's condition declined and the patient ultimately passed away during the transport. The cause of death was due to pericardial tamponade and its associated complications. It was further reported the compression of the device was approximately 17%. The embolization affected the function of the patient's mitral valve. It was determined the pericardial effusion was from the transseptal puncture. It was further reported that prior to the transport attempt, the closure device shifted from its position in the mitral valve to the tip of the left ventricle. The patient then had stable circulation. The transport was then initiated and suddenly the patients circulation decreased and asystole occurred with heart massage being performed. The closure device then went to the left ventricle outflow tract (lvot) into the aortic valve and occluded it.

Manufacturer narrative:
Age at time of event: 65-74.

Event description:
It was reported device embolization, worsening of existing pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, it was noted the patient had a chronic pericardial effusion. 10,000 international units (iu) of heparin were administered. After a difficult transseptal puncture (tsp) was performed there was a significant increase in the existing pericardial effusion resulting in cardiac tamponade. The patient's blood pressure and heart rate dropped. Pericardiocentesis was performed and drained 1000ml of blood. 5000 iu of protamine were administered. The patient's activated clotting time (act) was 278sec. After the pericardial effusion had "almost set in," the procedure continued. A watchman access system (was) (m635ts70020 / 23241644) was positioned and the 24mm watchman laa closure device (m635ws24060 / 0022736246) was advanced and deployed. The closure device met criteria (position, tug test, seal and compression), so the device was released. Within a minute after release, the closure device embolized to the mitral valve. As the was had already been withdrawn to the right side of the heart, the physician had to perform the tsp again in an attempt to retrieve the device. The pericardial effusion increased again and the patient had to be reanimated for a short time. The patient's act was now 160sec and they were intubated. Another 5000 iu of protamine was administered and about 600ml of blood was withdrawn from the pericardium. They then wanted to transfer the patient to another facility for surgical explant of the closure device. During the transfer, the patient's condition declined and the patient ultimately passed away during the transport. The cause of death was due to pericardial tamponade and its associated complications. It was further reported the compression of the device was approximately 17%. The embolization affected the function of the patient's mitral valve. It was determined the pericardial effusion was from the transseptal puncture.